Manufacturer narrative:
The data logs were reviewed and based on the evaluation of the data, the system and the handpiece performed as expected. The product has been requested and the investigation is underway.

Event description:
A user facility reported that a thermage tip sparked during treatment. As a result, the patient experienced pain, redness and swelling. No permanent injury is expected. This case was reviewed by the medical reviewer and deemed to be not serious. The incident occurred at about 600 reps with an energy level of 2. No system errors occurred nor was anything out of the ordinary noticed during treatment, with the exception of the spark. Solta medical croygen and coupling fluid were used during this treatment. The treatment tip surface was also inspected prior to use and nothing was noted. The treatment tip was re-inspected during the treatment. This is the first time the tip has been used.

Manufacturer narrative:
The review of the system/data logs does not indicate there is any handpiece or system issue. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of acceptable limits. The product was returned and evaluated. Service was about to confirmed burnt trace on the tip surface. The tip passed the flow and leak tests. The tip passed the thermistor test. The tip failed visual inspection for burnt trace on tip surface as dielectric breakdown was observed. Functional testing was not performed due to burnt trace on the tip surface. Damage to the radiofrequency trace can cause reports of sparking during treatment. Breakdown of the dielectric material, and/or build-up of foreign substance on the dielectric, can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. Thermage cpt system technical user¿s manual instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. According to thermage cpt system technical user¿s manual, redness and swelling are known possible side effect of treatment. Erythema / blanching may occur in mild form and typically resolve within a few hours. However, on rare occasions, erythema has been reported to last longer (up to several weeks). Blanching usually resolves within twenty-four (24) hours. Swelling may occur and typically resolves within 5 days, but can persist up to several weeks. Application of cold compresses or gels immediately following the treatment may help to reduce the occurrence of this event. The investigation found that stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causes arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, this event was most likely caused by damage on the tip membrane. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. There is an existing nc/CAPA opened for this type of complaint.